Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein in the implantable pulse generator (ipg) was revised for an unknown reason. No additional information is available at this time.

Manufacturer narrative:
The device was not returned to boston scientific; therefore, physical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein in the implantable pulse generator (ipg) was revised for an unknown reason. No additional information is available at this time.